Manufacturer narrative:
(B)(4). Patient notes, medical history, device details, explant, x-rays to be requested so incident can be investigated. Device history records to be reviewed. Please note: this issue reported due to cormet cup but this was coupled with thr with large diameter mom head which is not cleared for sale in the USA (incident is outside USA).

Event description:
Optimum cormet revision, 2011.